Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired clips that were not closed all the way. They were left partially open. They were able to use the device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Device fired through lockout, empty, indicator wheel failure. Eval summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. No further functional testing could be performed. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, therapy reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Additionally, the orange indicator was noted beyond its intended position. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.